Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Transmitter functional testing was performed and failed. A review of the share data log was performed and the reported allegation of loss of connection was not found. The complaint was confirmed because the transmitter failed testing. The probable root cause is a defective transmitter. No additional event or patient information is available